Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: rotating hinge articular surface, catalog #: 00588006014, lot #: 63073793. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07419. Product location unknown.

Event description:
It was reported the patient underwent a knee arthroplasty in 2011. Subsequently, the patient underwent a revision procedure due to pain, loosening between the stem and femoral joint, and dislocation of the hinge post extension. During the procedure, the surgeon noted that the patient had massive metallosis and joint effusion. Furthermore, it was noted that the vertical bolt of the hinge post extension was in the middle of the patient's joint and the articular surface was dislocated. The surgeon removed the loose bolt and exchanged the femoral components and the articular surface.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review the provided x-rays, op notes and returned product. Device returned and technical evaluation of articular surface with hinge post extension and screw. The art surface and hinge post both show signs of wear (nicked and gouged). X-ray images provided shows moderate joint effusion as well as significant bony remodeling and resorption of the patella. Operative note received shows that there is a relaxation between the stem and the joint component in the area of the femoral component. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.